Manufacturer narrative:
(B)(4)

Event description:
It was reported that one day after implant of the left ventricular lead, the patient experienced pneumothorax with chest pain and dyspnea. A chest tube was used to resolve the issue. Chest x-ray revealed that the pneumothorax was resolved and the chest tube was removed on (B)(6) 2015. The lead remained implanted and functioned normally. The patient was doing well after the event.